Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient lost weight and it seemed like the ins was now titled. Patient stated they were considering doing a pocket revision and even replacing the device since he was suffering from recharging fatigue. It was mentioned patient lost weight due to the pain he had been in. Patient noted this pain was from crps which was pre-existing to having the device. No further complication and no symptoms were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they needed to have their recharging waist belt on so tight due to their implantable neurostimulator (ins) shifting, which would cause recharging fatigue. No further complications were reported or anticipated.